Manufacturer narrative:
Upon inspection and testing of the device, the e03 error code was found to be due to failure of a circuit board. In addition, service found the chassis, the rear panel, and the case cover were oxidized. The device was also dirty in the front area. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly

Event description:
The customer reported the subject device would turn off on its own and sound an alarm. The device had to be power cycled to resume operation. The reported issue occurred during testing of the device in the operating room without a patient. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the subject device was displaying an error code e03 (pressure sensor abnormality). The device would repeatedly go into a fault mode and could no longer be operated.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error code e03, the power issue, and the alarm issue were caused by a pressure sensor failure on the circuit board. However, the definitive root cause of the faulty pressure sensor could not be determined. Olympus will continue to monitor field performance for this device.